Event description:
Common variable immunodeficiency, unspecified. Pt (patient) reports their freedom pump (serial: (B)(6); maintenance due: not provided) is malfunctioning- not pushing medication, spring broke. Pt was using prefilled syringe with adapter. No other information known. Pharmacy replacing pump. Pump associated with event available for return. No missed dose, or adverse event reported due to product issue. Pt stated that pump eventually pushed the remainder of their dose. No further info. Reported to (B)(6) by: patient/caregiver.